Event description:
The pt experienced an overdose one day after the pump was refilled. The pt stated he was found in the bathroom not breathing and was taken to the hospital; the pt was in a coma. The pt was admitted to the hospital. Following the overdose, the pt stated that his pump was on his right side and to the left of it every hour he felt a warm/cold sensation that ran down to his feet and then he would lose feeling in his body. The pt also reported drowsiness, difficulty walking, a burning sensation, acute pain (legs and back), and nausea. The catheter was replaced. The healthcare professional reported that the pt recovered without sequela. The pump was used to deliver morphine and clonidine.